Event description:
On (B)(6) 2015, the reporter contacted animas alleging that all of the keypad buttons were under responsive to button presses. The reporter indicated that there was no noted damage to the keypad. The reporter indicated that there was moisture noted behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was returned with no evidence of moisture ingress. The keypad was observed to be intact with no physical damage. The buttons were tested and were confirmed to be responding appropriately during testing. The keypad was removed and no moisture or contamination was observed under the button contacts. A leak test was performed and the pump was found to be leaking from a crack in the battery compartment. The pump was opened and no moisture was noted inside the pump. Unrelated to the complaint, the bolus button was observed to be torn but the button was still operable.